Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).

Event description:
It was reported that during a follow up check of the implantable cardiac monitor it was not possible to connect with the device. Multiple attempts were made to connect with the icm with changeout of programmer but was unsuccessful. An attempt was made to send the data via the home monitoring system but was also unsuccessful. Technical services was contacted to review the data on the remote monitor however, the initial manual transmission for icm was never performed and therefore there were no transmissions on the monitor. During additional followup the icm could not be located around the implantation site . An x-ray was performed that revealed no icm at original implant position. It is alleged that the icm was unintentionally removed by the patient in early stages after the implant as the wound was originally closed with steristrips. Location of the icm is unknown, and no patient complications have been reported as a result of this event.